Manufacturer narrative:
D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during an ablation procedure one farawave catheter was selected for being used, the catheter was put into patient, when the device was deployed to flower configuration, the guidewire would not move. No tissue was observed at the tip of the catheter or guidewire, the guidewire could not be removed as normal since it was stuck in the catheter and no other catheter malfunctions were identified. The device was replaced, and the procedure was completed without patient complications. The device is expected to return for laboratory analysis.